Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-06488. It was reported that the burr was stuck on the rotawire. The target lesion was severely calcified coronary artery. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr stalled and became stuck on the rotawire. Both devices were removed from the patient's body and the procedure was completed with another of the same burr and rotawire. No patient complications reported.